Event description:
Fracture of groshong catheter at subclavian insertion site. Extravasation of flush solution noted during flush and 12 cm of catheter had broken off. It was removed by a percutaneous procedure without difficulty.